Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 693565 lead implanted: 2014-(B)(6); dtbb1d1 crt-d implanted: 2014-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the left ventricular (lv) lead experienced an apparent dislodgement as visualized on fluoroscopy. The lv lead was explanted and replaced successfully. No patient complications have been reported as a result of this event.